Event description:
It has been reported to us that during the diagnostic procedure, there was blood clot formation inside of the artery. The pt is reported to be fine. An attempt to obtain additional information has been made.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.